Manufacturer narrative:
Further information was requested but insufficient information was provided regarding the event. At this time we are unable to confirm if the device caused or contributed to a serious injury if further information becomes available a followup report will be submitted.

Event description:
Skin reaction was reported.